Event description:
It was reported that the right atrial (ra) lead experienced a possible fracture, noise, and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the inner insulation of the lead was breach (in-vivo) with depression. There was blood on the proximal conductor of the lead and it was not obstructed. The inner insulation was extrinsically breached due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead developed a cosmetic depression while in vivo and a cosmetic white substance that developed in vivo on the outer insulation of the lead was observed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.